Manufacturer narrative:
(B)(4). Date sent: 12/5/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Was there any other issue noted with the staple line other than leak (malformed staples, staple line missing staples, etc.)? How was the leak controlled? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that intraoperative nailing of the trachea cracked and leaked. No additional information can be provided.

Manufacturer narrative:
(B)(4); date sent: 12/16/2024. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Was there any other issue noted with the staple line other than leak (malformed staples, staple line missing staples, etc.)? How was the leak controlled? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? -the issue reported by hospital could not be clarified.